Event description:
It was reported that in an unknown timeframe post implantation of a left total knee arthroplasty; the patient underwent a revision due to fracturing of the poly post. No additional information is available.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown femoral component. Unknown tibial component. Complaint is confirmed with the provided picture. Visual examination of the provided pictures identified an articular surface with the posterior stabilizing post fractured from the body of the implant and there is foreign material on the surface of the implant. As the device was not returned, further evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.